Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in moderately tortuous and mildly calcified right coronary artery. After pre-dilation, a 4.00 x 28mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent strut was caught in the previously placed stent in the area of in-stent restenosis. The device was removed smoothly and the procedure was completed with a different device. There were no patient complications nor injuries reported.